Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) observed a kink in the catheter body. Analysis identified a kink in the catheter body which caused the catheter to become occluded. The previously reported conclusion code 11 no longer applies to this event. The code has been updated to 77. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient has had increased pain for about 3 weeks. No active pump alarms were seen on the patient's personal therapy manager (ptm) programmer. As an environmental/external/patient factor that may have led or contributed to the issue, the patient fell about a month ago. The patient read the pump with her ptm and she was scheduled to come into the healthcare professionals (hcp) clinic next week for a catheter dye study. No actions/interventions had occurred yet. The issue was not resolved at the time of this report. Surgical intervention was had not occurred and it as unknown if surgical intervention was planned. The patient's status was "alive- with injury" as the patient had increased pain. No further complications were expected or anticipated. It was reported that the patient's catheter was explanted and returned to the manufacturer for analysis.